Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, the patient underwent the surgery with the variax medial and lateral plate. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the proximal screws inserted in the bone is loosening. On (B)(6) 2016, the screws came off perfectly. Therefore the surgeon did the revision surgery on (B)(6) 2016. The surgeon changed the medial plate(4 hole) to medial plate(8 hole).

Manufacturer narrative:
The reported event that a bone screw variax full thread 3.5mm / l24mm was alleged of poor fixation could be confirmed thanks to the provided x-rays. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by poor surgical technique. The provided x-rays show an unstable comminuted distal humerus fracture in a patient with advanced osteoporosis and shoulder arthroplasty. Initial fragment reduction and positioning of the hardware were performed correctly, but the ulnar plate was too short in a patient with such advanced osteoporosis. Moreover, only three screws were used to proximally fix it. The system could not withstand the high retention forces in the proximal osteoporotic fragment. The device inspection revealed the following: the screw presents a plastic deformation in the distal thread, very likely due to its collision with the plate when the screw started backing out. The length of the screw was measured and resulted according to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15052 rev b non active implant IFU) was reviewed: ''the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Warning implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Adverse effects, in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.'' No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2016, the patient underwent the surgery with the variax medial and lateral plate. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the proximal screws inserted in the bone is loosening. On (B)(6) 2016, the screws came off perfectly. Therefore the surgeon did the revision surgery on (B)(6) 2016. The surgeon changed the medial plate(4 hole) to medial plate(8 hole).